Manufacturer narrative:
Age: average. Sex: majority dates of death, event, and implant: estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying the xience xpedition and xience alpine that may be related to target lesion failure, defined as a composite of cardiac death, target vessel myocardial reinfarction (mi) (q wave and non q-wave), clinically indicated target lesion revascularization, ischemia, and stent thrombosis within 12 months of the index procedure. Specific patient information is documented as unknown. Details are listed in the attached article, titled: " biodegradable polymer sirolimus-eluting stents versus durable polymer everolimus-eluting stents in patients with st-segment elevation myocardial infarction (biostemi): a single-blind, prospective, randomised superiority trial.¿

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na - attachment: [e-22697 article nms cn-027737.pdf]